Event description:
The tip of an arthrex fibertak soft anchor broke off into the soft tissue of the operative right shoulder during the procedure. The tip and anchor were both removed in their entirety from the shoulder and given to management.